Event description:
Same case as MFR # 6000093-2006-00812. 230 days after implantation of a 3.00x32mm and a 3.5x24mm taxus express 2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid and distal right coronary artery (rca). A pre-intervention stenosis of 100% was reported for the mid rca. After balloon dilation, a 3.5x24mm taxus stent was deployed in the rca. Subsequently, a residual narrowing was observed distal to the deployed stent. A 3.0x32mm taxus stent was deployed in the distal rca in the proximal take off of the pca branch. Both stented regions were reported to have no residual narrowing and a timi iii flow. The patient received heparin prior to the procedure and heparin, plavix, nitroglycerin, and angiomax during the procedure. No information was reported concerning patient complication. The patient presented 230 days after the initial procedure with a 100% in-stent restenosis in the mid and distal rca. The lesion was dilated with a 3.00x20mm maverick balloon. Subsequently, three cypher stents were deployed in the restenotic region. No information was reported on percentage of post intervention stenosis or patient complications.